Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was an issue with connection and message. The technical support specialist stated that the customer successfully restored connection, all queued messages processed into cce successfully. The serial number, UDI and manufactures details kept blank since the given asset information found to be es s/w only server. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported when using the bd pyxis medstation es system needed interfaces recycled and messages were not crossing. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.